Event description:
It is reported that the patient has bilateral hip implants. The patient occasionally has minor pain in the right hip but is doing well the majority of the time. He states that he has good range of motion and hip strength. The patient saw his surgeon on (B)(6), 2012. The surgeon sent him for blood tests which showed elevated metal levels.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.